Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had been hospitalized for diabetic ketoacidosis. The incident occurred after starting pump therapy. There were frequent no delivery alarms and customer was unable to get their blood glucose level under control. Pump user has undergone gastric bypass surgery and has a lot of loose skin at the insertion site. Customer was told by their health care professional that the pump had been involved in a hospitalization. Customer was admitted on (B)(6), 2014 with a blood glucose level over 25 mmol/l. Nurse thinks that this hospitalization might be due to user error. Customer has gone to the hospital by herself with high blood glucose levels and no ambulance involved. Customer changed the infusion set the night before. Customer was still in the hospital at the time of the call on (B)(6), 2014. Pump passed the high pressure test and insulin exited with manual prime. Pump works as designed. Customer is also pregnant. No additional information provided.